Event description:
It was reported that the physician was unable to reach the tip of the lead with the stylet. Since an adequate curve could not be placed on the lead for positioning, the lead was withdrawn and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.